Event description:
I started having a bad reaction to the tena sensitive care urinary pads. I contacted the pharmacy at that time by phone and for the next 3 months letting them know how bad they were hurting me. In august I finally emailed in addition to calling. It had started with just burning of the vagina then continue to feel like a bladder infection. Currently my kidneys and ovaries hurt just horrible. I let the pharmacy know repeatedly that I was having a bad reaction to this product now they have me on the liners but it still is the same. I really think this product needs to be checked. I change my pads almost every time I go to the bathroom even if I've only dribbled a little. Unfortunately, the pharmacy is (B)(6) urology... I did let the insurance know as well as my doctors. If someone's having a bad reaction already, I would think it would be in the best interest for them not to use this product but I still think it should be checked because of the severity of how painful it is. As well as how fast it seemed to move into my kidneys and ovaries. Unfortunately, I still haven't got the pharmacy to give me something else they still sent this brand the last order. These were prescribed item. The doctor had left the prescription open so I could switch supplies as needed but I did not have them lab tested but I have them if somebody would like to have them. I tried switching to liners trying to keep them further from me to try to get the pain to go down as I desperately need them but... I'm in so much pain it's not even funny. The doctor did do a ua as well as blood work but because the urinalysis isn't bad enough, she isn't prescribing antibiotics. They're incontinent pads there's something I need just usual.